Event description:
It was reported that a patient using the ilet experienced hyperglycemia reported at 330 mg/dl after overtreating an impending low with multiple carbohydrate sources, following a meal for which the incorrect meal size was used, and meal announcement was not completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of glucose to the normal range without medical intervention or hospitalization. Customer care provided troubleshooting and user education on appropriate hypoglycemia treatment and meal announcement practices. Investigation of this case revealed user management issues leading to overcorrection rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment and meal entry.